Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following field that was entered erroneously in the initial report: g3 -(08-dec-2025).

Manufacturer narrative:
D10: 300-60-02 - stemless humeral comp laser cage, size 2 (B)(6), 319-01-32 - steinmann pin sterile 3.2mm x 178mm (B)(6), 321-52-07 - 3.2mm drill bit sterile (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a shoulder study, that a male patient who had a standard total w-stemless shoulder replacement, underwent a revision procedure approximately 2 years 9 months post the initial procedure. The patient had dislocated his shoulder on a previous date. The poly had disassociated. The glenoid, stemless humeral head, and stemless humeral cage were replaced. The study indicated the event was definitely not related to the devices or the procedure. Outcome as resolved. No further information. This is 1 of 2 reports for this event.